Event description:
Manufacturer's first level investigation unit lab reports lancet is protruding from lancing device cap. No adverse event reported. The device has been returned.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.